Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-02553) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient received a vibratory alert for device reaching eri. One month prior the device reported 3.5 yrs until eri. Device was explanted and replaced. Patient is well.